Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications? Product code and lot number? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? When was surgical intervention for mesh exposure performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown gynecological surgical procedure on unknown date and the mesh was implanted. The patient experienced mesh exposure right sulcus of vagina and mild discomfort. Exposed mesh was planned to be removed and vaginal wall to be closed on (B)(6) 2018. Additional information has been requested